Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway.

Event description:
It was reported that during advancement of the coil through a tortuous vessel, the coil detached without use of the controller. The coil was placed in the intended treatment site and subsequent coils were implanted. There was no report of patient injury or intervention. The patient was reported to be stable.

Manufacturer narrative:
The device was returned with the pusher, implant introducer and implant for analysis. The implant was returned already detached from the pusher, and the pusher was returned outside of the introducer. The introducer was found to contain a small bend in the middle of its length. The distal end of the introducer was found to be without damage. The proximal end of the pusher was noted to be in good condition; however, the distal end of the pusher was found to be damaged. The tip of the pusher was deformed at the strain relief. The implant was noted to be stretched at the proximal end from the tie knot location, and the monofilament was separated from the implant. The roundbound distance of the monofilament was .011". The profile at the distal end of the monofilament was not readily identifiable. Based upon the investigation analysis and available information, the reported complaint is confirmed. The root cause of the break is unknown; however, the monofilament tail and stretched coils on the implant are indicative of a tensile break, which can be caused by user applying too much force during the procedure.